Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue was unable to be duplicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date not available at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported there was an inaccuracy while using the ent blade that was 2-3 millimeters from the tip of the nose back in the sphenoid sinus. It was noted the tip of the nose and the frontal sinus was accurate. The surgeon continued using the blade for the surgery and confirmed the location in the anatomy with an endoscope. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.